Event description:
A home patient (hp) contacted global technical services (gts) needing assistance. The hp stated they were in fill 4 when the power went out. The hp disconnected but did not cap off the patient line. The tsr advised the hp to complete therapy with manual supplies. A follow up was done via phone with the nurse regarding the reported problem and she stated that she was aware that the hp disconnected without using a cap and that everything is fine. She stated that the hp is resuming with therapy on the cycler and reported no injury or medical intervention.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient disconnecting and not capping off the patient line. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.